Event description:
It was reported that pump experienced battery depletion as described by customer¿s father. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional corrective actions or outcomes were documented.